Manufacturer narrative:
Unknown taper. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. The reporter of the event was also asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. This report captures the patient's original port replacement, plus the original band removal due to pain. Device labeling addresses the possible outcomes of port displacement and pain as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to have "started to experience pain...in which they had a port replacement, that felt like a pulled muscle. The pain continued even after the replacement surgery. No diagnostic testing was performed prior to explant surgery. At explant, the physician found the port had come away from the muscle. The sutures were still in place, but the material of the port had worn through. No injury other than scar tissue." This report captures the patient's second port removal. The patient's lap-band system and port were explanted.